Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell 2 while the home patient was connected. The technical service representative had the home patient cycle power to get back to the start. The home patient was to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.